Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pain / pelvic area') and genital haemorrhage ('extreme bleeding') in a 29-year-old female patient who had essure (batch no. 904754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, ovarian cyst, hemorrhagic cyst, uterine fibroid, heavy periods, obesity, candidal intertrigo, folliculitis, fever, boil, erythropapular rash, rash trunk, panic attacks, insomnia, sleepiness, irritability and sleep disturbance. Concomitant products included allopurinol (elavil), amitriptyline since (B)(6)2013, azithromycin from (B)(6)2014 to (B)(6)2014, benzonatate from (B)(6)2014 to (B)(6)2014, clindamycin from (B)(6)2013 to (B)(6)2013, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6)2012 to (B)(6)2013, codeine from (B)(6)2013 to (B)(6)2014, fluconazole (diflucan) from (B)(6)2013 to (B)(6)2014, nystatin, paroxetine hydrochloride (paroxetine hcl) from (B)(6)2012 to (B)(6)2016, paroxetine hydrochloride (paxil), tramadol and trazodone. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), abdominal pain lower ("extreme cramping in lower abdomen"), back pain ("extreme cramping in lower back") and dizziness ("dizzy spells"), 5 days after insertion of essure. In (B)(6)2012, the patient experienced headache ("headaches"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, menstruation irregular, back pain, dizziness, migraine, anxiety, depression, dyspareunia, nausea and weight increased outcome was unknown, the genital haemorrhage, headache, vaginal haemorrhage, menorrhagia and fatigue had resolved and the abdominal pain lower and abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain lower, back pain, dizziness, genital haemorrhage, headache and menstruation irregular with essure. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2011 and (B)(6)2011. Right tube: 1 coil, left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety. Depression, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received : fu(5) and (6)processed together. Outcome of abnormal bleeding, menorrhagia was changed from unknown to recovered/resolved. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug association, reference number: mw5032063) on 04-dec-2013. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pain / pelvic area') in a 29-year-old female patient who had essure (batch no. 904754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, ovarian cyst, hemorrhagic cyst, uterine fibroid, heavy periods, obesity, candidal intertrigo, folliculitis, fever, boil, erythropapular rash, rash trunk, panic attacks, insomnia, sleepiness, irritability and sleep disturbance. Concomitant products included allopurinol (elavil), amitriptyline since (B)(6) 2013, azithromycin from (B)(6) 2014 to (B)(6) 2014, benzonatate from (B)(6) 2014 to (B)(6) 2014, clindamycin from (B)(6) 2013 to (B)(6) 2013, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2012 to (B)(6) 2013, codeine from (B)(6) 2013 to (B)(6) 2014, fluconazole (diflucan) from (B)(6) 2013 to (B)(6) 2014, medroxyprogesterone acetate (depo-provera), nystatin, paracetamol (acetaminophen), paroxetine hydrochloride (paroxetine hcl) from (B)(6) 2012 to (B)(6) 2016, paroxetine hydrochloride (paxil), tramadol and trazodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("extreme bleeding"), menstruation irregular ("irregular periods"), abdominal pain lower ("extreme cramping in lower abdomen"), back pain ("extreme cramping in lower back") and dizziness ("dizzy spells"), 5 days after insertion of essure. In (B)(6) 2012, the patient experienced headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, headache, vaginal haemorrhage, menorrhagia, fatigue, bladder disorder and urinary tract disorder had resolved, the menstruation irregular, back pain, dizziness, migraine, anxiety, depression, dyspareunia, nausea and weight increased outcome was unknown and the abdominal pain lower and abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain lower, back pain, dizziness, genital haemorrhage, headache and menstruation irregular with essure. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Right tube: 1 coil, left tube: 1 coil patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : new events were added: bladder problems, urinary problems . Event outcome and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug association, reference number: mw5032063) on 04-dec-2013. The most recent information was received on 28-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pain / pelvic area') and genital haemorrhage ('extreme bleeding') in a 29-year-old female patient who had essure (batch no. 904754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, ovarian cyst, hemorrhagic cyst, uterine fibroid, heavy periods, obesity, candidal intertrigo, folliculitis, fever, boil, erythropapular rash, rash trunk, panic attacks, insomnia, sleepiness, irritability and sleep disturbance. Concomitant products included allopurinol (elavil), amitriptyline since (B)(6) 2013, azithromycin from 25-feb-2014 to 31-dec-2014, benzonatate from 25-feb-2014 to 31-dec-2014, clindamycin from 22-jul-2013 to 16-aug-2013, codeine phosphate; paracetamol (tylenol with codeine no.3) from 31-may-2012 to 17-jan-2013, codeine from 1-dec-2013 to 1-jan-2014, fluconazole (diflucan) from 22-jul-2013 to 25-feb-2014, nystatin, paroxetine hydrochloride (paroxetine hcl) from 31-may-2012 to 5-feb-2016, paroxetine hydrochloride (paxil), tramadol and trazodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), abdominal pain lower ("extreme cramping in lower abdomen"), back pain ("extreme cramping in lower back") and dizziness ("dizzy spells"), 5 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstruation irregular, back pain, dizziness, vaginal haemorrhage, menorrhagia, migraine, anxiety, depression, dyspareunia, nausea and weight increased outcome was unknown, the genital haemorrhage, headache and fatigue had resolved and the abdominal pain lower and abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain lower, back pain, dizziness, genital haemorrhage, headache and menstruation irregular with essure. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Right tube: 1 coil, left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety. Depression, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug association, reference number: mw5032063) on 04-dec-2013. The most recent information was received on 20-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pain / pelvic area') and genital haemorrhage ('extreme bleeding') in a (B)(6) female patient who had essure (batch no. 904754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, uterine leiomyoma, ovarian cyst, hemorrhagic cyst, uterine fibroid, heavy periods, obesity, candidal intertrigo, folliculitis, fever, boil, erythro-papular rash, rash trunk, panic attacks, insomnia, sleepiness, irritability and sleep disturbance. Concomitant products included allopurinol (elavil), amitriptyline since (B)(6) 2013, azithromycin from (B)(6) 2014 to (B)(6) 2014, benzonatate from (B)(6) 2014 to (B)(6) 2014, clindamycin from (B)(6) 2013 to (B)(6) 2013, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2012 to (B)(6) 2013, codeine from (B)(6) 2013 to (B)(6) 2014, fluconazole (diflucan) from (B)(6) 2013 to (B)(6) 2014, nystatin, paroxetine hydrochloride (paxil), paroxetine from (B)(6) 2012 to (B)(6) 2016, tramadol and trazodone. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), abdominal pain lower ("extreme cramping in lower abdomen"), back pain ("extreme cramping in lower back") and dizziness ("dizzy spells"), 5 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstruation irregular, back pain, dizziness, vaginal haemorrhage, menorrhagia, migraine, anxiety, depression, dyspareunia, nausea and weight increased outcome was unknown, the genital haemorrhage, headache and fatigue had resolved and the abdominal pain lower and abdominal pain was resolving. The reporter provided no causality assessment for abdominal pain lower, back pain, dizziness, genital haemorrhage, headache and menstruation irregular with essure. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Right tube: 1 coil, left tube: 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety. Depression, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines, psychological or psychiatric problems condition: anxiety, depression and mental anguish, dyspareunia (painful sexual intercourse), fatigue, nausea, weight gain / loss specify which one: weight gain, abdominal pain. Outcome of event genital haemorrhage, headache, abdominal pain lower were updated. Event pain nos removed was updated to pelvic pain female make medically significant and intervention required. Reporter information, aka name, concomitant drug, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.